Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis. The patient's blood glucose (bg) was reportedly 614mg/dl with nausea. The patient was reportedly treated with an insulin dripped and other unspecified IV fluids. The patient was reportedly released home on (B)(6) 2013 on manual injections and has remained on injections. The pump was unavailable for review at the time of the initial call. Customer technical support made multiple attempts to contact the reporter for pump troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.